Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty capacitor on the system board.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.